Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7074763.

Event description:
It was reported that after the implant procedure, the patient had numbness on the left leg that slowly moved to the right leg. The physician determined that the patient had a hematoma that was compressing on the spinal cord and immediately removed the device. The patient was doing well postoperatively and the explanted devices were discarded.